Event description:
It was reported by service report that the ground prong on the power cord was missing and there was no power to the bed. The customer could not determine whether there was pt involvement or if adverse consequences occurred.